Event description:
There was a complete malfunction of the device on retraction. The collagen plug and the anchor came out through the vessel. Manual pressure was held x 15 minutes. The patient was fine.